Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the macroscopic level revealed that the fracture was located at the upper distal tip of the device. The other end of the distal tip of the device that broke off was not returned. The fracture analysis report notes that the uniform surface of the fractured surface indicates that the device underwent a static failure. The static overloading led to a fracture of the upper distal tip of the device. It was also noted that the lower distal tip was slightly bent in an inward position, thus, suggesting that the distal tip of the inserter was likely attributed to unanticipated torsional and bending forces during tightening, resulting in bending of the lower distal tip. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the upper distal tip of the device fracturing cannot be positively determined. However, the fracture analysis report notes that the uniform of the fracture surface indicates that the device underwent a static failure. A definitive root cause for the lower distal tip being bent, cannot be positively determined. However, a potential root cause can be attributed to lower distal tip inserter being likely attributed to unanticipated torsional and bending forces during tightening, resulting in it bending. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driver tip was broken because the screw head was stripped due to the contacting with the implant when the surgeon tightened the screw with a strong force at final tightening during the surgery on (B)(6) 2019. The surgery was completed by using alternative screw (p/n and lot# were unknown). The broken fragment was removed, and the surgeon confirmed under x-ray that there was no broken fragment in the patient¿s body. There was no adverse consequence to the patient. No further information was provided by the hospital.